Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced at the time of the normal battery depletion generator change. The physician chose to replace the lead. Of note, the rv lead had shown intermittent t-wave oversensing (twos) in the past. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced at the time of the generator change for normal battery depletion. The physician chose to replace the lead. Of note, the rv lead had shown intermittent t-wave oversensing (twos) in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a proximal portion was received measuring 43 cm. A distal portion was received measuring 43 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo; and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 7278 implantable cardioverter defibrillator (ICD) implanted: 2006-(B)(6), explanted: 2013-(B)(6), (B)(4).